Event description:
One patient sample with discrepant calcium results. Initial result 5.0 mg/dl. Same sample repeated twice and gave results of 9.0 mg/dl and 9.6 mg/dl. Initial result was not reported. The field service representative was unable to determine the cause of discrepancy.